Event description:
A malfunction alarm occurred, with the code malf 12 reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.